Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2015 with the following findings: on investigation, the pump showed some cosmetic damages to the paint. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A battery compartment crack was observed below the grip pad. (B)(4).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on 07/08/2015.